Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis in patient coincident with dianeal (unknown) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced bacterial peritonitis,manifested by cloudy effluent and abdomen pain, and was hospitalized from (B)(6) 2011 to (B)(6) 2011. Treatment included unspecified antibiotics. The cause of the bacterial peritonitis was unknown. On an unreported date, the event resolved. Dianeal therapy continued. The nurse considered the event of bacterial peritonitis to be unrelated to dianeal therapy.